Manufacturer narrative:
On 4/20/2021, the manufactured date and expiration date were provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The returned device was visually inspected and was found damage in the pebax; the pebax was broken leaving some internal components of the tip exposed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The deflection issue reported by the customer was confirmed since was found the damage in the pebax. The root cause of the pebax broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The device was working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified the peback to be cracked/broken. It was initially reported by the customer that the catheter was broken. This event was assessed as not MDR reportable since there was insufficient information as to the defective/broken part of the catheter. On 1/25/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/11/2021, the complaint device was inspected and it was found with damage to the pebax; the pebax was broken leaving internal tip components exposed. This finding was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 2/11/2021 and reassessed it as MDR reportable.

Manufacturer narrative:
On 4/25/2021, biosense webster inc. Received the name of the reporting facility as ¿faculty of medicine; prince of songkla university¿ as such, the appropriate fields in section e. Initial reporter have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 3/12/2021, the h6. Device code was updated from a0413 (material separation) to a26 (insufficient information). In addition h6. Device code of a0404 (crack) was inadvertently omitted from the initial 3500a initial MDR. Appropriate codes have now been added.